Event description:
After an implantation period of approx. 35 months, oversensing on the ventricular channel was observed via homemonitoring. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lead was explanted on (B)(6) 2022.

Manufacturer narrative:
Lead was explanted on (B)(6) 2022 upon receipt, the lead under complaint was found cut 10 cm distal to the df4 connector pin. The proximal and distal fragments were received for analysis. A medial fragment (approximately 6 cm length) was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found rubbed through 7 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.